Manufacturer narrative:
Exact date unknown, event occurred for a while from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by medical facility.